Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was confirmed and likely cause is due to use error. Per the complaint information the most likely cause of the se 2240 is due to the patient having a clamp open on an unused supply line. The hp stated the supply spare line clamp was left open long enough to cause 2240 alarm. No issues identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center reporting system error 2240 (air in set) during the initial drain on the home choice. The technical service representative (tsr) instructed the home patient (hp) to close all the clamps and transfer set and cycle the power twice to press go to start prompt. The tsr explained the alarms and the hp stated the supply spare line clamp was left open long enough to cause the 2240 alarm. The tsr advised to discard all the supplies and to report the alarms to the peritoneal dialysis nurse (pdrn) the next morning. The hp would finish tonight's therapy manually. Product surveillance contacted the hp on (B)(4) 2011 regarding the system error 2240 alarm. Per the hp, the clamp was open on the unused line and the hp resumed therapy starting over with new supplies. The hp followed up with the pdrn regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.